Event description:
It was reported that the right ventricular lead dislodged and wrapped around the pulse generator, causing muscle twitching. Pacing was turned off and the muscle twitching ceased. The patient felt no further discomfort. The patient's family decided that they did not want further intervention.